Event description:
Baxter service center reports leak in cassette of homechoice set used for apd therapy. Leak was identified by service center when moisture was noted in the pnuematic area of returned homechoice device. No pt injury was reported at time of device return.